Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The target lesion was a calcified, moderately tortuous mid lad (left anterior descending) lesion. It was reported that the physician pre treated the stenosis using atherectomy with an unspecified size rotablator burr, the physician then attempted to cross the lesion with a taxus express2 3.50x16mm drug eluting stent. The stent was unable to cross the lesion and when the stent delivery system (sds) was removed from the pt, the physician noted that the proximal end of the stent was damaged. The procedure was completed with a different device. There were no pt injuries or complication noted. The pt condition was reported as "good".